Manufacturer narrative:
Follow-up # 2 ¿ (04/03/2015). The patient¿s test strips have been returned on 3/5/2015 and evaluated by lifescan product analysis on 3/23/2015 with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015 lay user/ patient contacted lifescan (lfs) (B)(4) and alleged her one touch ultramini read inaccurately high compared to another device. The complaint was classified based on the customer care representative (ccr) documentation and information obtained through customer returns received by lfs on february 20, 2015. The patient could not specify any results obtained but detailed that her meter had been reading inaccurately high ¿for a while¿ and that on (B)(6) 2014 she obtained a result on the subject meter which was ¿1.2mmol/l¿ higher than a result on a hospital meter. The patient manages her diabetes by self-adjusting her insulin dose and reportedly increased the dose of her insulin in response to the allegedly high results. The patient claimed that on (B)(6) 2014, she developed symptoms of ¿headache, feeling tense and had a diabetic seizure¿ and that at 05:00am on (B)(6) she was treated with IV saline and ¿several other medications¿ by a healthcare professional (hcp) in hospital. At the time of troubleshooting, the ccr confirmed the subject meter was set to the correct unit of measure and the correct approved sample was used. Replacement products were sent to the patient. This complaint is being reported because the patient developed symptoms suggestive of a serious injury and received medical intervention from a healthcare professional after the alleged meter issue began.

Manufacturer narrative:
The lay user/patient¿s products have been returned on 02/23/2015 and evaluated by lifescan product analysis on, 02/25/2015 with the following findings: the meter was tested and the primary complaint was not confirmed. It was discovered that the meter battery was incorrect. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 - 3/9/2015 device evaluation. The lay user/patients meter has been returned on 2/23/2015 and further evaluated by lifescan product analysis on 2/25/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced.the test strips has also been returned to lfs; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.